Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements when inappropriate therapy was delivered. The increase in the impedance measurements seemed to be gradual. One anti-tachycardia pacing (atp) and six inappropriate shocks were provided for an atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was exhausted before the rhythm was successfully converted. A fault code f1005 for an open circuit condition during the shocks was noted. Technical services (ts) recommended the replacement of this lead. No adverse patient effects were reported. This rv lead remains in service. Additional information was received, the physician decided to not replace the rv lead. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements when inappropriate therapy was delivered. The increase in the impedance measurements seemed to be gradual. One anti-tachycardia pacing (atp) and six inappropriate shocks were provided for an atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was exhausted before the rhythm was successfully converted. A fault code f1005 for an open circuit condition during the shocks was noted. Technical services (ts) recommended the replacement of this lead. No adverse patient effects were reported. This rv lead remains in service.